Event description:
It was reported that this right ventricular lead and associated implantable cardioverter defibrillator (ICD) exhibited high out of range shock lead impedance greater than 125 ohms. The physician did manipulating maneuvers with the device site and patient's arm, the shock lead impedance measurements fluctuated as the other measurements remained stable. The lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.